Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up it was reported staff experience coring. As a physical sample was not returned, a through sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle with no plastic shield assembled to a syringe. The needle is inserted into a vial. The syringe has a white solution with a dark colored speck. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical needle analysis, a probable root cause could not be offered.

Event description:
Material# 305180 batch# 4178029. Rcc received a complaint via email. We have had several instances where staff have experienced "coring" when drawing up medication with 1.5" blunt fill needles. After puncturing the vial and pulling up medication a small piece of what looks like rubber, the same color as the rubber stopper on the vial, is noted floating in the medication syringe. Most recently this has happened with propofol and solumedrol. A certain box (lot) of these needles was sequestered and the pharmacist was easily able to replicate this problem. Therefore, we believe it is a problem with the needles.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.